Event description:
It was reported that the device was explanted after an implant duration of at least 78 months, due to tricuspid regurgitation. Information learned per response from the surgeon.

Manufacturer narrative:
Device not returned.